Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('failure to occlude (close) fallopian tube(s) /the center wire component displaced more distal to the spring within the fallopian tube'), menorrhagia ('abnormal bleeding (menorrhagia)') and uterine prolapse ('bladder or urinary problems or changes uterine prolapse, stress urinary incontinence') in a 34-year-old female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal ligation device placemet novasure endometrial ablation". The patient's medical history included high cholesterol, uterine bleeding, chest pain, allergic rhinitis, nausea, wrist surgery and colporrhaphy. She is awaiting results of a stress echo and doppler ultrasounds. MRI of the brain with and without contrast. Negative for; breast discharge, breast lump(s) and breast pain. Pertinent negatives include abnormal bleeding, anxiety, decreased libido, depression, difficulty falling sleep, dyspareunia, sexual dysfunction, sleep disturbances, urinary incontinence, urinary urgency, vaginal discharge and vaginal itching. Upt: negative. Concurrent conditions included gerd since (B)(6) 2010, echocardiogram, swelling of limb, numbness in leg, venous thrombosis, neuritis, radiculopathy, myelopathy, costochondritis, epigastric pain, shortness of breath, gastric pain, cough, congestion nasal, rectocele, vaginal itching, vulvovaginitis, vaginal irritation, vaginal odor, vaginal discharge, hot flashes, night sweats, breast cancer, obesity, redness, neuritis, cervical spondylosis, cervical cord compression, spinal column stenosis, rib pain, joint pain, vaginal yeast infection, pruritus, menses irregular, hypercholesterolemia, seasonal allergy, rectocele, cystocele and cervix inflammation. Concomitant products included calcium, ciprofloxacin, fenofibrate, fluocinonide, nabumetone, naproxen, omeprazole magnesium (prilosec) from (B)(6) 2010 to (B)(6) 2018, omeprazole from (B)(6) 2010 to (B)(6) 2018, paracetamol (acetaminophen) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In november 2009, the patient experienced allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2010, the patient experienced pelvic pain ("pelvic pain female / pain"). In 2017, the patient experienced uterine prolapse (seriousness criterion medically significant) and stress urinary incontinence ("bladder or urinary problems or changes uterine prolapse, stress urinary incontinence"). On an unknown date, the patient experienced pain in extremity ("leg pain"). The patient was treated with surgery (colporrhaphy, urological sling placement, total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine prolapse, pelvic pain, headache, dysmenorrhoea, dyspareunia and stress urinary incontinence had resolved, the menorrhagia and vaginal haemorrhage outcome was unknown and the urticaria, migraine, allergy to metals and pain in extremity was resolving. The reporter considered allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pain in extremity, pelvic pain, stress urinary incontinence, urticaria, uterine prolapse and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). On the left there appears to be some distraction of the essure device. The spring device is located at the mid to distal fallopian tube with the center wire component displaced more distal to the spring within the fallopian tube appearing at the fimbriated end. Complete right tubal occlusion. Left essure device appears to have dislodged with the two components of it separated as described in the distal tube. No tuba! Occlusion present on the left.; on (B)(6) 2010: the right essure device is situated well within the fallopian tube again with no contrast extravasation and complete tubal occlusion. On the left, there is again distraction of the essure device which is similar in appearance to the study of (B)(6) 2010.. Pregnancy test - on (B)(6) 2010: negative.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: heavy regular menses, incontinence of urine in female, dyspareunia, urinary tract complaints, dysmenorrhea, uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('failure to occlude (close) fallopian tube(s) /the center wire component displaced more distal to the spring within the fallopian tube'), menorrhagia ('abnormal bleeding (menorrhagia)') and uterine prolapse ('bladder or urinary problems or changes uterine prolapse, stress urinary incontinence') in a (B)(6) female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal ligation device placement novasure endometrial ablation". The patient's medical history included high cholesterol, uterine bleeding, chest pain, allergic rhinitis, nausea, wrist surgery and colporrhaphy. She is awaiting results of a stress echo and doppler ultrasounds. MRI of the brain with and without contrast. Negative for; breast discharge, breast lump(s) and breast pain. Pertinent negatives include abnormal bleeding, anxiety, decreased libido, depression, difficulty falling sleep, dyspareunia, sexual dysfunction, sleep disturbances, urinary incontinence, urinary urgency, vaginal discharge and vaginal itching. Upt: negative. Concurrent conditions included gerd since (B)(6) 2010, echocardiogram, swelling of limb, numbness in leg, venous thrombosis, neuropathy, radiculopathy, myelopathy, costochondritis, epigastric pain, shortness of breath, gastric pain, cough, congestion nasal, rectocele, vaginal itching, vulvovaginitis, vaginal irritation, vaginal odor, vaginal discharge, hot flashes, night sweats, breast cancer, obesity, redness, neuritis, cervical spondylosis, cervical cord compression, stenosis, rib pain, joint pain, vaginal yeast infection, pruritus, menses irregular, hypercholesterolemia, seasonal allergy, rectocele, cystocele and cervix inflammation. Concomitant products included calcium, ciprofloxacin, fenofibrate, fluocinonide, nabumetone, naproxen, omeprazole magnesium (prilosec) from (B)(6) 2010 to (B)(6) 2018, omeprazole from (B)(6) 2010 to (B)(6) 2018, paracetamol (acetaminophen) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain female / pain"). In 2017, the patient experienced uterine prolapse (seriousness criterion medically significant) and stress urinary incontinence ("bladder or urinary problems or changes uterine prolapse, stress urinary incontinence"). On an unknown date, the patient experienced pain in extremity ("leg pain"). The patient was treated with surgery (colporrhaphy, urological sling placement, total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, uterine prolapse, pelvic pain, headache, dysmenorrhoea, dyspareunia and stress urinary incontinence had resolved, the menorrhagia and vaginal haemorrhage outcome was unknown and the urticaria, migraine, allergy to metals and pain in extremity was resolving. The reporter considered allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pain in extremity, pelvic pain, stress urinary incontinence, urticaria, uterine prolapse and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). On the left there appears to be some distraction of the essure device. The spring device is located at the mid to distal fallopian tube with the center wire component displaced more distal to the spring within the fallopian tube appearing at the fimbriated end. Complete right tubal occlusion. Left essure device appears to have dislodged with the two components of it separated as described in the distal tube. No tuba! Occlusion present on the left.; on (B)(6) 2010: the right essure device is situated well within the fallopian tube again with no contrast extravasation and complete tubal occlusion. On the left, there is again distraction of the essure device which is similar in appearance to the study of (B)(6) 2010. Pregnancy test - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: heavy regular menses, incontinence of urine in female, dyspareunia, urinary tract complaints, dysmenorrhea, uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received: previously reported event injury was updated to pelvic pain female. New events: abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: hives, bladder or urinary problems or changes, uterine prolapse, stress urine incontinence, migraines / headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), leg pain were added. Concomitant and historical conditions were added. Lab data was added. Follow up 2 and 3 processed together. On (B)(6) 2019: mr received: lot number was received. New concomitant and historical conditions were added. New reporters were added. Fu 2 and 3 were processed together. Lab data were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.